Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 490mg/dl with drowsiness and unspecified ketones. During troubleshooting, the reporter alleged that patient is not receiving high or low alerts from the cgm session started on (B)(6) and inserted in patient's abdomen. Reporter states they initially received the warnings as indicated during this session, but the alarms stopped without any changes to pump settings on day 3 of the sensor session. The patient has lost confidence in the pump and discontinued use. This complaint is being reported because the patient experienced hyperglycemia and the alleged malfunction was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 22-aug-2019. Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2019 with the following findings:.during investigation, the continuous glucose monitor (cgm) hi and low limit warnings were test during investigation , pump gave screen message and audible warning for low and hi alerts .after reviewing cgm warning history . Cgm history recorded 10 (208) below limit warnings ,, 14 (213) hi limit warning and 3 (214)glucose below 55 warnings between 6/3/2015 and 6/8/2015. The complaint reported on 6/8/2015 alleged that patient is not receiving high or low alerts from the cgm session started on 6/3. There was a dim / pink screen. The .pump passed all required testing for delivery accuracy and cgm warning testing with no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.